Manufacturer narrative:
(B)(4). The device was not available for evaluation.

Event description:
It was reported during a percutaneous spinal fusion, the navigation accuracy was off approximately 4mm in the right direction, when looking down on the patient in the ap view, and that the inaccuracy was noticed when checked with fluoroscopy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported during a percutaneous spinal fusion, the navigation accuracy was off approximately 4mm in the right direction, when looking down on the patient in the ap view, and that the inaccuracy was noticed when checked with fluoroscopy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the evaluation process, spinemap® 3d 3.0 - software 6002-670-000 was identified as the device associated with the reported event. The reported event of inaccurate navigation can be confirmed as a stryker employee was present during case.

Event description:
It was reported during a percutaneous spinal fusion, the navigation accuracy was off approximately 4mm in the right direction, when looking down on the patient in the ap view, and that the inaccuracy was noticed when checked with fluoroscopy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.